Event description:
A customer observed multiple repeatable false positive troponin I results on samples from a patient. Falsely elevated results may lead to inappropriate physician action. The biased results were reported and questioned by the physician. Testing on an alternate method yielded results in the normal range. There was no report of patient harm as a result of this event.